Manufacturer narrative:
Attempts were made to obtain add'l info from the customer. There was no response from the customer to f/u questions. Should add'l info or the original product become available resulting in new, changed, or corrected info, a f/u report will be filed at that time. Though the original product was not rec'd, this issue with the damaged transformer housing for the pump in style device was addressed in (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported via email: I have owned my pump in style advanced back pump for just under 6 months and love it. The 9v adapter, however, no longer works. The screws fell out and after a few times trying to put it back together, it started smoking this morning and officially died. Could you please help me find a replacement? It seems too soon for the adapter to go already?